Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device. The patient has passed away. The device was returned to third party service center and evaluated. Evaluation result stated that foam particles were not observed. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.